Manufacturer narrative:
The events of "infection" and "exposure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "staphylococcus infection" and "exposure."

Event description:
Patient reported left side implant "exposure" with staphylococcus infection. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5., d.2., d.4., d.7., h.4., h.6.